Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The reader did not turn on with the button, strip, or universal serial bus (usb) cable insertion. The returned reader was connected to approved software and the reader was not recognized. Performed a visual inspection on the returned adc charging cable; no issue was observed and passed the cable test. The reader was further investigated and de-cased and no issues were observed upon visual inspection. Placed returned reader into the reader printed circuit board assembly (pcba) test fixture and applied pressure to the central processing unit (cpu). The reader did power on when pressure was applied to the cpu and the battery was observed to be charging. An extended investigation was also performed on the reader. Performed a visual inspection on the returned reader and no abnormalities or damages were observed. The battery was measured to be outside of the specification range. Replace the battery with a new unused battery in the returned reader, it did not turn on. However, when pressure was put on the microcontroller processor (mcp), the returned reader turned on. Therefore, this issue is confirmed due to poor soldering of the mcp. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement abbott diabetes care (adc) device was reported. The replacement device was issued as customer was unable to test due to the reader not powering on with button press or test strip insertion. Due to delivery delay, customer experienced a loss of consciousness and/or seizure and no third-party treatment was reported. No further details was provided. There was no report of death or permanent impairment associated with this event.

Event description:
A delivery delay with a replacement abbott diabetes care (adc) device was reported. The replacement device was issued as customer was unable to test due to the reader not powering on with button press or test strip insertion. Due to delivery delay, customer experienced a loss of consciousness and/or seizure and no third-party treatment was reported. No further details was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This serves as a correction report. All pertinent information available to abbott diabetes care has been submitted.on the previous initial submission (2954323-2023-12354) section b5 was incorrectly documented.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device reader. Customer was unable to test due to the reader not powering on with button press or test strip insertion. As a result, customer experienced a loss of consciousness and/or seizure and no third-party treatment was reported. No further details was provided. There was no report of death or permanent impairment associated with this event.

Event description:
A delivery delay with a replacement abbott diabetes care (adc) device was reported. The replacement device was issued as customer was unable to test due to the reader not powering on with button press or test strip insertion. Due to delivery delay, customer experienced a loss of consciousness and/or seizure and no third-party treatment was reported. No further details was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.